Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported during an endoscopic retrograde cholangiopancreatography (ercp) when the subject device passed through the guidewire, the tip broke outside the body. The subject device was replaced with the same product and the tip broke off into the patients bile duct. The broken tip was retrieved and the procedure was completed with a third product. There was no reported patient harm. There was also no significant extension in procedure time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: d4 (lot number), h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue likely occurred due to the guide wire distal end not meeting strength specifications. However, a definitive root cause has not been identified. The event can be detected/prevented by following the instructions for use which state: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.